Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads moved. Follow up concluded that post operatively there was a microdislodgement on the his lead. On x-ray, it appeared to be in the same spot, but electrically the threshold had increased and morphology was more septal capture (wider qrs). The lead was revised the following day and remains in use. No further patient complications have been reported as a result of this event.